Manufacturer narrative:
Investigation pending.

Event description:
Possible false negative troponin I (tni) result at <0.05 on triage cardiac panel test and 2.27 on rxl; clinical picture supports the triage result. Patient presented to the ed with respiratory abnormality. Triage cardiac markers run at 5:47 am in 2009. Doctor also ordered a total ck panel which included a tni result from the lab on the same draw. Tni testing was done on the rxl. Repeat testing on same sample reproduced a negative tni result on triage. Doctor said that this discrepancy has been seen when this patient was tested in the past. In no case could the poc coordinator find any evidence that the patient had a diagnosis of mi.